Event description:
Patient was revised due to loosening of the liner.

Manufacturer narrative:
Examination of the returned item finds evidence to support the stated loosening. The root cause is attributed to user error. The item has been modified for use in a manner not recommended. Based on the investigation, the need for corrective action is not indicated.